Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient had colitis, experienced some/a lot of diarrhea which was due to the antibiotics they were on. The patient still had some diarrhea on (B)(6) 2017 and they mention their colitis made it worse. On (B)(6) 2017, it was reported that the patient either had a cyst on their buttocks or a hemorrhoid. The stimulation was turned down. The issue was reported as not resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4) were removed because they are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-05-30. The rep reported that to their knowledge the patient¿s colitis was pre-existing. The rep reported that they didn¿t believe there was an infection and to their knowledge the antibiotics were given prophylactically. The rep reported that it was unknown if the cyst on the buttocks and/or hemorrhoid was confirmed. The rep reported that to their knowledge the issues had been resolved, the patient demonstrated 50% improvement with the trial and went on to implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.